Event description:
The unit was returned for non-functional audible alarms. There was no pt involvement or reported pt harm. A repair evaluation confirmed that the audible alarms are not functioning. The unit has been forwarded to engineering for root cause analysis of the alarm failure.